Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection and thrombus requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2009. Predilatation was performed prior to stenting of the target lesions. A distal dissection occurred during deployment of the xience v stent. After deployment of a xience v stent in the proximal lad, another stent was placed proximal to cover the gap between the proximal and mid lad stents. Thrombus was noted to have formed in the distal lad leading to an occlusion in the vessel, which was treated with medications and balloon angioplasty. No additional event or pt info is available.